Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a nurse was attempting to remove a bd insyte ¿ IV catheter winged, it seemed to stick inside the vein making it difficult to remove. An anesthetist extracted it finding ¿white traces¿ of glue on the catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: 1 used actual sample and 1 unused representative sample were returned for investigation. Device history record of packaged needle (pn) batch 7139088, catalogue number 381344 and its assembled needle (an) batches 7111390 and 7139120, part number 8083545 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Figure: returned samples. Both samples were subjected too visual inspection. No abnormalities were observed on both returned samples. Figure: no abnormalities observed. The oily substances on the surface of both catheters were subjected to fourier transform infrared spectroscopy test. The ftir results showed that the oily substance of the actual sample (sample in zip lock bag) had matched the catheter solvent used in the manufacturing facility. The ftir results showed that the oily substance of the representative sample (sample in unit package) had matched the catheter solvent used in the manufacturing facility. The nonconformance cannot be confirmed as the oily substances from both returned samples had matched with the catheter lubricant used in the manufacturing facility. Investigation conclusion: the root cause cannot be determined as the oily substances from both returned samples had matched with the catheter lubricant used in the manufacturing facility.